Event description:
Related manufacturer report number: 2017865-2023-20126. It was reported that noise resulting in oversensing was observed on the right atrial (ra) channel and the right ventricular (rv) channel. The physician alleged that the noise seen on the rv channel is related to the device as it is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.